Event description:
The cannula of the versastep 5mm short port fractured at the distal end upon insertion and disengaged into the patient cavity. Subsequently, the fractured piece was retrieved from the patient cavity by the surgeon to complete the case without further incident. Procedure unk patient status: no patient injury reported.